Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm during a bolus delivery. The customer's blood glucose level was unknown. Through troubleshooting it was found that the reservoir was occluded. The customer was advised to change their entire set and reservoir and to call back if problems persisted. The products were not replaced or returned.